Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 26-feb-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9095777. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an angioplasty procedure, the 4mm x 23mm enterprise 2 (encr402312 / 9095777) was placed in the target position via the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / lot# unknown) and the physician started to release the stent, but the distal markers were converged and could not be opened. The physician retracted the stent and started to deliver it to release it again, but the distal markers still failed to open. The physician removed both the stent and the microcatheter from the patient and replaced the stent to complete the procedure using the same concomitant microcatheter. There was no report of any negative patient impact. The procedure was reportedly prolonged by approximately 10 minutes. On (B)(6) 2025, additional information was received. Per the information, there were no vessel nor other factors that may have contributed to the incomplete expansion. There was no evidence of obstructed blood flow due to the reported issue. The temperature indicator label on the inner pouch been checked and found to be within acceptable criteria. There had been no resistance during the advancement of the stent. The replacement stent was another 4mm x 23mm enterprise 2 (encr402312). The information also confirmed there was no negative patient impact, and the physician did not consider the 10-minute delay in the procedure to be clinically significant.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4mm x 23mm enterprise 2 was received contained in the decontamination pouch. Visual inspection was performed. No appearance of damages was noted. Microscopic inspection was performed. The delivery wire was inspected along its entire length, and no damages were found. The stent was found still inside the introducer. The stent was observed in good condition, with no structural damage (i.e., no broken struts, no kinks). A functional test was performed. A lab sample prowler select plus was flushed using a lab sample syringe. After flushing, the returned device was introduced into the prowler select plus, and it advanced without any resistance / friction felt when the stent passed through the hub area nor along the entire length of the microcatheter. The stent was inspected under the microscope, and no abnormalities were found on it (i.e., no broken struts, no kinks). The issue reported regarding the distal markers of the stent not being fully opened was not confirmed since the stent fully expanded during the analysis. It is possible that the marker bands may have converged together but apposed to the vessel wall. Although no product defect was identified, there may have been other factors that contributed to the failure encountered during the procedure that could not be replicated in the laboratory setting. There is no indication that the issues reported in the complaint are a result of a defect inherently related to the enterprise device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9095777. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendations: maintain adequate stent length (approximately 5 mm) on each side of the aneurysm neck to ensure appropriate neck coverage. Position the stent for deployment by aligning the stent positioning marker of the delivery wire with the target site. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.